Event description:
It was reported the device was used during a laparoscopic tubal ligation. It was reported surgeon felt the shield was slow to advance to cover the blade on the 511sd trocar. There was no consequence to the pt.